Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system would not boot up. Upon troubleshooting, fse identified that the pdu fan tray and dcps had no output because it was defective. To resolve the issue, fse replaced the pdu fan tray and dcps. The defective pdu fan tray was returned to philips for failure analysis and the cause of the pdu fan tray failure could not be conclusively determined by the supplier's part analysis. However, the replacement of the pdu fan tray and dcps by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system would not boot up. The device was not in clinical use at the time of the reported event. No harm has been reported to philips. Philips has started an investigation of this complaint.